Event description:
The international customer reported the blower was generating a high noise when the ventilator was switched on. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.